Manufacturer narrative:
(B)(4). Retainer ring = missing. Customer returned pump for alleged cosmetic damage located at the retainer ring found on (B)(6) 2021. Insulin pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: partially broken reservoir tube lip, missing reservoir tube o-ring, missing retainer, cracked battery tube threads, cracked select button keypad overlay, missing display window cover and minor scratched lcd window. Missing retainer ring confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump retainer ring was damaged. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The customer will discontinue to use the insulin pump.